Event description:
Procedure type: urological and gynecological. According to the reporter: the patient underwent surgery for treatment of stress urinary incontinence and other symptoms. Allegedly, the patient experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4).